Manufacturer narrative:
Outcomes attributed to ae: other (patient developed lung problems after using recalled device prior to recall).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging customer developed lung problems after using recalled device prior to recall. He now uses nebulized medications. Customer states that the device is causing anxiety. There is allegation of coughing throughout the day. Customer also states that he gets dizzy and passes out due to coughing. There was medical intervention as the patient saw his doctor due to breathing problems. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.